Event description:
The hospital reported that after during an endoscopic vein harvesting procedure using hemopro2 extension cable. The cable was removed from the hemopro but the end of the cable came detached rendering the cable unusable. No patient involvement.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: g4, g7, h2, h3, h6, h10. Corrected sections: h6- historical analysis not needed.

Manufacturer narrative:
Trackwise ID #(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that after during an endoscopic vein harvesting procedure using hemopro2 extension cable. The cable was removed from the hemopro but the end of the cable came detached rendering the cable unusable. No patient involvement.